Event description:
It was reported that a patient with severe pain was revised to address the migration of a mantis straight rod and three xia blockers. This report captures first of three xia 3 titanium blockers.

Manufacturer narrative:
Additional data corrected data: d6b h6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that a patient with severe pain was revised to address the migration of a mantis straight rod and three xia blockers. This report captures first of three xia 3 titanium blockers.